Manufacturer narrative:
The hosp is fully investigating the incident internally.

Event description:
Doctor touched the pt with his non-operating hand and got a shock. The pt then complained of pain and heat in the upper inside of her leg. To the knowledge of the biomed, neither the clinician nor the pt were injured.